Event description:
It was reported that during a laparoscopic cholecystectomy procedure there were two empty shots during the third application "bad and inexact" closing of the clips. A new device was opened. There were no consequences for the patient. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). The analysis results found that one el5ml device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, the device was fired and the clips did not fully advance into the jaw. The device was noted to have the tip of the advancer bent. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what is meant by "two empty shots during third application." Does this mean no clip deployed? Please provide more detail regarding specific issue. Two times (two applications) no clip deployed. What is meant by "bad and inexact" closing of the clips? Please provide more information. What was shape of clips with "bad and inexact" closing? During the third application the clips were malformed. There are no further information of the shape. Was case completed with this same device or was new device of same product code used to complete case? A new ligamax el5ml was opened and the surgery finished.